Event description:
It was reported that, "upon opening sterile pouch, nurse noticed holes and indentations from screw threads in pouch. The sterility of these items was in question. They were not used or opened onto the sterile field."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2010-00819, 9616680-2010-00821.